Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the left anterior descending artery. A 3.00mmx28mm promus element ¿ drug-eluting stent was deployed; however during post-dilatation, the balloon catheter hit the stent and the stent struts got deformed. The procedure was completed with another promus element ¿ drug-eluting stent to cover the lesion. No further patient complications were reported and the patient's status was stable.